Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to be forward-firing and/or fiber tip was damaged at 189,556 joules of use. The procedure was completed using a second fiber. Patient outcome: "no patient injury."

Manufacturer narrative:
Device available for evaluation updated (B)(4). Device evaluated by manufacturer updated. Evaluation codes added. Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains intact and attached and exhibits a drilled through condition; the glass cap exhibits severe devitrification at the bevel section; the glass cap exhibits moderate burn on detritus; the bevel section is melted; the proximal section of the glass cap is melted and the fiber is blackened; the heat shrink tube is melted at the same proximal section of the glass cap. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.

Manufacturer narrative:
Refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.